Event description:
Legal claim received. There is no mention of why a revision would be necessary, however, it has been indicated that patient was revised. No further information available at this time. **update** (B)(6) 2012 - patient fact sheet was received, which identified part/lot information, birthdate, and doi. The complaint and associated mdrs were updated. **update** (B)(6) 2012 - litigation received (B)(6) 2012. Litigation alleges patient suffered pain, difficulty ambulating, muscle loss, tissue destruction, and excessive levels of chromium and cobalt.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.